Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. The measured impedance trends are steady but the impedance measured during high voltage therapy were higher than 20 ohms and the delivered energy was less than expected.